Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: ceb231410a/ (B)(4) the gore® excluder® iliac branch endoprosthesis instructions for use states, adverse events that may occur and/or require intervention include: endoleaks.

Event description:
On an unknown date, this patient underwent endovascular treatment with medtronic endurant stent grafts. The patient tolerated the procedure. On (B)(6), 2019, the patient underwent reintervention with gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprosthesis to treat bilateral distal type I endoleaks associated with the medtronic endurant stent grafts. On (B)(6) 2022, the patient underwent follow-up computed tomography (CT) imaging. On (B)(6), 2022, it was reported to gore that the patient had a distal type I endoleak associated with the gore® excluder iliac branch component in the external iliac artery and that the gore® viabahn® vbx balloon expandable stent implanted in the hypogastric artery was ¿down¿ occluded. The cause of the occlusion was unknown, the flow was reported to be small, but open with no kinking. On (B)(6), 2022, the patient is scheduled for reintervention.

Manufacturer narrative:
Updated/corrected: b3/b4/b5/b6: date of event and describe event or problem. The gore® excluder® iliac branch endoprosthesis instructions for use states, adverse events that may occur and/or require intervention include: endoleaks.

Event description:
On an unknown date, this patient underwent endovascular treatment with medtronic endurant stent grafts. The patient tolerated the procedure. On (B)(6), 2019, the patient underwent reintervention with gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprosthesis to treat bilateral distal type I endoleaks associated with the medtronic endurant stent grafts. On (B)(6), 2022, the patient underwent follow-up computed tomography (CT) imaging. On (B)(6), 2022, it was to gore that the patient had a distal type I endoleak associated with the gore® excluder iliac branch component in the external iliac artery and that the gore® viabahn® vbx balloon expandable stent implanted in the hypogastric artery was ¿down¿ occluded. The cause of the occlusion was unknown, the flow was reported to be small, but open with no kinking. On (B)(6), 2022, the patient underwent reintervention and an additional contralateral leg component was implanted to reline the ibe component on the right side and resolved the distal type I endoleak. The bilateral type ii endoleak identified in the imaging evaluation were not treated as there were no type ii endoleak seen at the time of reintervention. The patient tolerated the procedure well.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: there appears to be a type 1b endoleak within the r ibe ipsi limb. No contrast is visualized within the r internal iliac component. The r posterior branches of the hypogastric reconstitute distally. There appears to be bilateral type 2 endoleaks within the common iliacs with veins communicating with the aneurysm sacs.

Event description:
On (B)(6) 2022, the patient underwent reintervention and an additional contralateral leg component was implanted to reline the ibe component on the right side and resolved the distal type I endoleak. The bilateral type ii endoleak identified in the imaging evaluation were not treated as there were no type ii endoleak seen at the time of reintervention. The patient tolerated the procedure well.